Event description:
A customer reported that their freestyle blood glucose monitor would not activate after a blood sample was applied to the test strip. He then reported experiencing hallucinations. He was taken to a medical facility where he was diagnosed with severe hyperglycemia. He was monitored for 2 hours and then discharged. Treatment administered to stabilize glucose levels is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned a freestyle blood glucose monitor. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing.